Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: reported issue: per cust "we had a piv needle issue where the needle went through the safety mechanism exposing the sharps end. "

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No samples or photos were submitted to the manufacturer for evaluation. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.